Event description:
Edwards received notification of a pascal in mitral position where the patient had a late slda (single leaflet device attachment). Physician stated that slda occurred due to extensive leaflet mobility due to barlow's anatomy. The physician questioned whether one row of retention elements is enough for patients with this anatomical defect. The starting mr was severe/torrential and ending mr was mild, but the mr after the slda happened was back to severe. The patient had a heart failure hospitalization as a result of the slda event but is now discharged and stable. Currently there are discussions on reintervention for the patient, but the patient is very frail. Currently managed on meds, may consider additional teer reintervention in the future.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. H6 investigation conclusion code: adverse event related to patient anatomy and/or condition the complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs), who was present on site. Available information suggests patient pre-existing conditions likely contributed to the event due to the patient having extensive leaflet mobility due to barlow's anatomy. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.